Event description:
It was reported that, "the reamer would spin off center, asymmetrically. Reamer would not couple to drill properly."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available then it will be submitted in a supplemental report.